Event description:
It was reported that a farawave 31 mm during procedure presented a guidewire lumen detachment and the wire got stuck. During an atrial fibrillation (a fib) ablation case, we experienced a separated inner lumen from the distal basket when trying to deploy into the left inferior pulmonary vein. The separation happened when trying to troubleshoot a stuck wire and the catheter was collapsed into the sheath without being fully undeployed in an attempt to remove the system from the body. The procedure outcome was successful, no harm to the patient. We replaced the catheter to resolve the issue. The device was disposed of and will not be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.